Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The fallen piece was retrieved from the patient by forceps. Another like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the blade was found to have horizontal metal scratches. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. Due to the horizontal metal scratches discovered on the blade which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.